Manufacturer narrative:
The unit was dirty and was tested as received. It passed all accuracy tests, however the volume and specific gravity lcd's are missing segments and/or have ghost characters. The customer's reported problem was confirmed. Unit was released to repair. A defective lcd was found to be causing the display problem. Unit was repaired and has passed qa final inspection.

Event description:
User from account reported that the volume and specific gravity displays on station 1 were showing only the bottom half of the characters, and that pressing and rubbing the display window with thumb pressure did not restore the display. The user was advised not to use the unit, but she stated that they are not using station 1, so they would use stations 2 and 3 until the replacement unit arrives. Unit swapped out. No pt involvement.